Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the rv lead extraction procedure, the right atrial (ra) lead exhibited undefined low pace/sense impedance and the physician damaged the insulation of the ra lead. Upon extraction of the ra lead, the physician perforated the superior vena cava causing a hemothorax and pericardial effusion. An emergency thoracotomy was done and a new ra lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the distal portion of the lead was returned in very bad condition. There was found only explant damage. No insulation breach or conductor fracture in-vivo was observed. If information is provided in the future, a supplemental report will be issued.